Event description:
It was reported that an ilet user experienced overnight hyperglycemia up to 314 mg/dl, followed by automated corrective insulin doses that coincided with sensor-reported glucose, including a sequence of 0.301 units at 196 mg/dl, 0.845 units at 228 mg/dl, and approximately 2.247 units at 229 mg/dl, after which the glucose subsequently fell to 77 mg/dl; the reporter believed the device malfunctioned due to an unexpected larger dose during a rapid rise. Symptoms included hyperglycemia followed by a rapidly falling glucose consistent with impending hypoglycemia. Outcomes included user concern and escalation for clinical review without reported hospitalization. Investigation included review of device reports and engineering log retrieval, and a handoff to clinical support for further explanation. Investigation of this case revealed that sensor readings and insulin dosing were temporally aligned and that the dosing increase corresponded to a sudden spike in glucose, with no device malfunction identified from available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.